Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with creatinine jaffe gen.2 on a cobas c 503 analytical unit. The samples were repeated after a doctor questioned the results. The samples were repeated on a second analyzer and these repeat values were deemed correct. The first sample initially resulted in a creatinine value of 3.01 mg/dl and it repeated as 1.62 mg/dl. The second sample initially resulted in a creatinine value of 2.05 mg/dl and it repeated as 0.65 mg/dl. The third sample initially resulted in a creatinine value of 1.79 mg/dl and it repeated as 0.89 mg/dl. The fourth sample initially resulted in a creatinine value of 4.15 mg/dl and it repeated as 0.79 mg/dl. The fifth sample initially resulted in a creatinine value of 3.84 mg/dl and it repeated as 0.57 mg/dl.

Manufacturer narrative:
The customer replaced the reagent with a new lot. The field service engineer checked all pressures, probe rinses, rinse levels, and adjustments. Precision testing and quality controls passed. The engineer visited the site again and found there was a probe failure due to a clot within the probe. The probe was replaced and mechanical adjustments were performed. Precision studies passed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.